Event description:
It was reported that a force sensor error. Patient involvement is unknown.

Manufacturer narrative:
Device evaluation pending.

Manufacturer narrative:
Other, other text: additional information was received indicating there was no patient involvement. It was reported by customer biomed technician that "everything the service manual indicates to do" was tried. It was reported that the device was calibrated, and/or unspecified parts were changed and the issue was unresolved. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed chipping on the top case and a broken right plunger case. Review of the event history log showed an occurrence of "force sensor bridge test." Functional testing involved running the pump through the power up process and testing the force sensor. The investigation found that "force sensor bridge test" error displayed at power up. The investigation determined that the main printed circuit board not operating as intended was the cause of the reported issue. The board was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.